Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
On (B)(6) 2013, the patient underwent the surgery with the g3 long nail. (B)(6) 2013, the patient felt the pain in the hip joint. The surgeon confirmed x-ray that the nail was broken. The fracture part was non-union. Therefore, the patient underwent the revision surgery by g3 long nail on (B)(6) 2013.

Manufacturer narrative:
Evaluation summary: the returned device matched the report, and the incident was confirmed. Investigation revealed no discrepancies in material of manufacturing. Based on the above observations the root cause of the reported event is not linked to a deficiency of the device, but is rather patient related (most likely insufficient bone healing after an implantation period of 22 weeks, contributed by intra-operative damage of the nail caused by a deviated lag screw step drill). Due to a notching effect, the misdrill most likely had created the starting point of the implant breakage at the lateral edge of the anterior bridge. A more precise statement is not possible with the information available.

Event description:
On (B)(6) 2013, the patient underwent the surgery with the g3 long nail. (B)(6) 2013, the patient felt the pain in the hip joint. The surgeon confirmed x-ray that the nail was broken. The fracture part was non-union. Therefore, the patient underwent the revision surgery by g3 long nail on (B)(6) 2013.